Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a power error detected on the insulin pump. Customer's blood glucose was 172 mg/dl at the time of the incident. Customer replaced the battery and had an issue with the sensor reading going up. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the pump was not dropped and there were no unattended alarms. Customer stated that the battery cap was not loose, cracked, or damaged. Customer was advised to insert a new battery and monitor the pump.